Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: three fluoroscopic images of the inferior vena cava were provided. However, those images do not show a stent and the alleged stent deformation could not be verified. In this case, no x ray images were provided to verify the stent position inside the patient. It was reported that there was a significant difference in diameter between the tight lesion segment and the larger outflow vein. The stent diameter was chosen based on the lesion rather than the outflow vein and a stent with a flared configuration was used, which is consistent with the recommendations in the IFU supplied with this product. Based on information available the investigation is closed with inconclusive result. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. Potential complications and adverse events that may occur with covera vascular covered stents are addressed in the instructions for use (IFU); e.g.: covered stent collapse/compression, covered stent fracture, covered stent kinking, covered stent stenosis/thrombotic occlusion, as well as surgical intervention. Instructions for correct deployment of the covered stent were found to be described in the IFU. Regarding selection of the correct size of the covered stent the IFU states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, always use the inflow vessel or av graft diameter as the reference vessel diameter." A table for proper covered stent diameter selection is included in the IFU. Regarding different stent configurations the IFU states: "the covera vascular covered stent is available in a variety of diameters and lengths and in straight (...) And flared (...) Configurations. The distal (outflow) end of the flared configuration device is approximately 3 mm larger in diameter than the body and begins approximately 15 mm from the distal end of the device. Straight device configurations are intended for use in anatomies where the diameter of the outflow vessel is equal to or smaller than the diameter of the inflow vessel. Flared device configurations are intended for use in anatomies where the diameter of the outflow vessel segment is larger than the inflow segment." G3, h6 (patient, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using the covera vascular covered stent. It was reported that the stent collapsed less than a week after the index procedure. Furthermore, an ultrasound showed thrombosis around the stent. Additionally, fluoroscopy demonstrated that the stent had been crushed. Reportedly, an e-luminexx stent was placed in the inflow (distal) portion of the covera stent. After the re-intervention, the patient experienced pain around the stented area and her arm swelled. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using the covera vascular covered stent. It was reported that stent collapsed less than a week after index procedure. An ultrasound showed a thrombosis around the stent. Fluoroscopy demonstrated that the stent had been crushed. An e-luminexx stent was placed in the inflow (distal) portion of the covera stent. After the re-intervention, the patient experienced pain around the stented area and her arm swelled. The current status of the patient is unknown.